Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the loss of therapy was due to the device having been turned off, and the issue was resolved when the hcp turned it back on. The implant migration cause was unknown but was successfully repaired.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had to have the device repositioned because the implantable neurostimulator (ins) was too close to the outside, it shifted a little bit and it was protruding under her skin. The revision had taken place and the patient thought she recovered completely. It was swollen in the area so it was hard to tell but she did not feel the protrusion at the ins site. The patient had a loss of therapeutic benefit. She saw the health care professional (hcp) less than 2 weeks prior to the report for reprogramming and since then, she felt like stim had not been helping which is why she wanted to try to change programs. When she synched, she did not have a box with a check mark and 1, 2, 3 or 4. She only saw 0.7v. Patient services reviewed that she did not have any other programs set up. She had a follow up appointment with the hcp on (B)(6) 2016. She was still recovering from the revision surgery so it was hard to tell if the onset of the loss of benefit was sudden or gradual. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted for cause, troubleshooting done and steps taken to resolve the issue. If additional information is received, a follow up report will be sent.